Manufacturer narrative:
(B)(4). The cause of the leak was unable to be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(6). The actual device was not received; however, a photograph of the device has been received by baxter and is currently awaiting evaluation. Upon completion of the evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 5, 2014 ¿ february 6, 2014. Evaluation summary: visual inspection of the received photograph revealed evidence of fluid in the bag that contained the unit, indicating that leakage had occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a seven day infusor leaked into its overpouch. The device had been filled with vancomycin. Patient involvement is unknown. No additional information is available.